Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, episodes of non-sustained oversensing due to post-paced t-wave oversensing were noted on the device. Technical support was contacted and recommended reprogramming the device to resolve the event. Device reprogramming is anticipated to be performed but no intervention has been conducted at this time. The patient experienced no consequences and will continue to be monitored.